Event description:
It was reported that during a ptca/stenting treatment procedure, the treated vessel perforated resulting in the pt's death. Angiography revealed a high-grade lesion in the saphenous vein graft between the two obtuse marginal branches. The lesion began just before the anastomosis with the first target, then extending distally approx 12 mm and was tapering in nature to about a 90% stenosis. The physician used a 7f soft-tipped left graft guiding catheter and initially crossed the lesion with a filter wire, but the vessel tortuosity prevented the filter wire from being negotiated distally enough to allow deployment in the proper position. This wire was removed and replaced with a percusurge wire which was positioned with the occlusion balloon in the distal portion of the graft. The balloon was inflated to just over a 5 mm diameter with satisfactory occlusion of the vein graft distal to the lesion. An initial attempt to cross the lesion with an express2 monorail 16/5.0 mm stent was unsuccessful due to the severity of the stenosis. This device was removed and replaced with a guidant voyager 15/3.0 mm balloon which was inflated to 12 atms. This balloon was removed and replaced with the aspiration catheter, and a very small amount of embolic material was aspirated. Further attempts to pass the express2 delivery device were unsuccessful, as the tip of the percusurge wire could not be advanced far enough down the tortuous, diseased distal obtuse marginal branch to allow for proper placement of the express2 stent. For this reason, a wizdom wire was passed alongside the percusurge balloon and down the obtuse marginal branch, in an attempt to use it as a buddy wire. The distance reached with the wire was insufficient and the percusurge balloon could not be advanced further down the artery into a satisfactory position. For this reason, the percusurge balloon was removed and the wizdom wire was used (without distal protection) to deploy the express2 mr 16/5.0 mm stent at 10 atms. Angiography revealed that the stent was under-expanded at this pressure, so the balloon was inflated to 16 atms (rbp), for a final estimated diameter of 5.4 mm. There was a sudden drop in the balloon pressure and the pt immediately developed chest pain. Contrast injection revealed free flow into the pericardial space. Flow was observed into the 1st obtuse marginal branch, but none distal to it. The pt's blood pressure began to drop and the express2 balloon was removed due to suspected damage or perforation. Flow into the pericardial space and distal to the lesion was stopped by inflating a high-sail 5.0 balloon to 10 atms at the lesion site. Despite intravenous infusion of epinephrine and fluids, the pt's blood pressure remained in the 60's and they initially remained in sinus rhythm. The balloon was left inflated while an echocardiogram was performed. The pt experienced chest pain and progressive st segment elevation. The high-sail balloon was removed and a jomed 16/4.5 stent graft was placed. The pt's blood pressure began to drop again and the stent graft was deployed to high pressure with an estimated final diameter of over 5 mm. Angiography revealed no flow into the pericardium, the distal vessel or the more proximal grafted vessel. Echocardiogram revealed an impression of some anterior pericardial effusion and collapse of the right ventricle. The pt demonstrated further hypotension and bradycardia. A right ventricular pacing wire was placed via the left femoral vein with good capture. St segments continued to be elevated and when the blood pressure dropped below 60 mm hg, the epinephrine was increased and dopamine and CPR were initiated. Echo-guided pericardiocentesis was performed with only small returns and no improvement in the blood pressure. Several episodes of ventricular fibrillation were treated with defibrillation, CPR was continued, and several rounds of bicarbonate, fluid boluses, and epinephrine were administered, but the pt demonstrated electromechanical dissociation. Due to the lack of response to resuscitation efforts, CPR was discontined and the pt pronounced expired at 12:40 p.m.